Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens tore upon insertion into the eye. The lens was removed with no pt injury. The lens was cut to remove from the eye. The lens was discarded. A competitor's lens was implanted. The reporter stated the lens was improperly loaded.

Manufacturer narrative:
(B)(4).